Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the spatula electrode was detached from the shaft. It was reported that during the laparoscopic colon resection procedure, the spatula's proximal side of the tip (3 cm) was completely disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the user inadvertently drops the device, modifies the insulation or bends the electrode. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not modify the electrode tip. Do not modify or add to the insulation of active electrodes. Do not bend the electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic colon resection procedure, the spatula's proximal side of the tip (3 cm) was completely disengaged. The broken opti 4 tip electrode fell into the patient's cavity and was retrieved by picking it up with no medical/surgical intervention performed. No incident caused the procedure to be extended by more than 30 minutes. A new device was taken out to complete the procedure. After the operation, x-ray was taken as a normal procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.